Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 25 mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. The instructions-for-use (IFU) supplied with this kit provides the user suggested techniques for guide wire insertion to mitigate damage. The IFU states "do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire." The IFU specifies to "use single 45 cm guidewire for venous access and 80 cm soft tip guidewire for catheter placement." Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor had difficulty advancing the guide wire. It's reported that the guidewire tip was damaged (crooked). Another device was used, and the procedure completed without incident.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the doctor had difficulty advancing the guide wire. It's reported that the guidewire tip was damaged (crooked). Another device was used, and the procedure completed without incident.